Event description:
Severe medical problems: parvo virus, mental fogginess, severe joint pain in hands and feet, rashes, blurred vision, stomach problems, mood swings, severe depression, pain, burning sensation around implant, panic attacks, toenails turn black. Implants are to be removed. Dr diagnosed an immune hypersensitivity due to a non-specific inflammation/infection somewhere in the body.